Event description:
Pt undergoing hypothermia therapy and blanketrol was leaking water from hoses. Hose connections were disconnected and reconnected. Hose continue to leak actively at the site where the coupling and hose met. A new hose was ordered and swapped out for the leaking hose. No further leaking noted from unit after the hose was changed. Pt's temperature has been in desired range. More water was added to the blanketrol to replace what was lost. (B)(4).

Manufacturer narrative:
A review of the complaint/ufr data indicated that the csz hose was leaking. Initial eval of the hose from same lot confirmed the leak at the hansen socket end. Hose is a ware item and must be checked frequently for leaks and replaced if necessary. Csz is further investigating the hose failure for the root cause and possible f/u actions. Csz believes hose leak is an easily recognizable issue that could have been identified prior to use of device. While csz further investigate the root cause of the hose leak, the user has been informed of following the "warning" provided in the operations and technical manual for taking the precautions in case a water leak is found into or around the device. In addition, the user has also been informed to follow required quarterly preventive maintenance procedure of the device that includes checking all hoses, couplings, sockets, and connections for any water leaks. As soon as the investigation is completed, supplemental MDR will be submitted to FDA.